Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia) / heavy periods') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, blood clot in urine and gastrointestinal ischemia. Previously administered products included for birth control: mirena from 2007 to 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menopausal symptoms ("hormonal changes describe: pre-menopausal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menopausal symptoms, migraine, dyspareunia, fatigue, weight increased, alopecia and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- hormonal changes describe: pre-menopausal, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss. Reporter information, aka name, medical history, historical drug, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.